Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2016 and received a confirmed diagnosis of non-small cell carcinoma. Ultrasound on same day found a mass in the pancreas. Primary site was believed to be the lung or the pancreas. And diagnosed as incurable. The patient was referred to hospice care and died on (B)(6) 2016. If additional information pertinent to the incident is obtained a follow-up report will be submitted.